Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. The need to resize the valve resulted in the patient requiring an aortic root enlargement, conversion to a full sternotomy, extended bypass time, persistent hypotension and rv dysfunction requiring placement of an iabp and return to the or on post-op day one due to bleeding and needs for CABG x1. Explant at implant is typically the result of inappropriate sizing, distortion of the valve during implant and/or the patient's anatomy and not a malfunction of the device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23mm 3000tfx aortic valve was explanted at implant due to sizing. The indication for surgery was severe symptomatic aortic stenosis and calcification on a patient with hypertension, hyperlipidemia, and tobacco abuse. Originally, a mini-sternotomy was performed and the 23mm aortic valve was implanted, but the surgeon was unable to close the aortotomy. A bovine pericardial patch was placed but it could not be secured so the 23mm valve and the patch were explanted. The bovine pericardial patch was placed to enlarge the aortic root and then a 21mm 3000tfx aortic valve was implanted. After weaning from cardiopulmonary bypass, the patient had persistent hypotension and rv dysfunction. The access was converted to a full sternotomy for complete evaluation. Some venous bleeding was identified and controlled. Evaluation was done of all surgical sites and hemostasis was ensured. A left femoral intraaortic balloon pump was placed due to the multiple episodes of hypotension. Lv function was preserved and rv function continued to improve and hemodynamics stabilized. Mean gradient across new aortic valve was 6 mmhg with a peak gradient of 19 mmhg. No perivalvular leak was seen on post-bypass transesophageal echocardiogram. The patient was taken to the intensive care unit in critical but stable condition. On post-operative day one the patient required mediastinal re-exploration, evacuation of mediastinal and right hemothorax blood, and off-pump coronary artery bypass graft x 1. On post-operative day three, the patient required mediastinal re-exploration and closure of chest. He had a complicated post-op course which included multiple organ dysfunction/failure, respiratory decompensation and permanent tracheostomy, necrosis of his bilateral fingers and feet, peg placement, and became very debilitated. On post-operative day 35, the patient was transferred to a long-term care facility for continued recovery.